Manufacturer narrative:
An event regarding fractured screw involving a tibial ankle clamp assembly was reported. The event was confirmed. A material analysis concluded that no material or manufacturing defects were observed on the device features evaluated. Medical records evaluation not performed because no patient demographics or medical records were provided. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the screw fracture was caused by an overload in torsion caused by the application of right-handed rotation. Right-handed rotation is consistent with the tightening (engagement) of this screw. Evaluation confirmed that the screw fractured in its fully loosened position. Thread interference, likely caused by over rotating the screw in the loosened position, resulted in seizure of the screw. No material or manufacturing defects were observed on the device features evaluated.

Event description:
The hospital has reported following to the sales rep: the threads in the screw on the ankle clamp are broken. The screw broke when attempting to tighten the proximal tibial part in the distal part of the ankle clamp. The surgery proceeded by using additional/another ankle clamp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The hospital has reported following to the sales rep: the threads in the screw on the ankle clamp are broken. The screw broke when attempting to tighten the proximal tibial part in the distal part of the ankle clamp. The surgery proceeded by using additional/another ankle clamp.